Event description:
It was reported that the patient had redness/bruising where the spinal cord stimulation (scs) is placed. It was also noted that the patient experienced pain in the lower back. The patient underwent a revision procedure.

Event description:
It was reported that the patient had redness/bruising where the spinal cord stimulation (scs is placed. It was also noted that the patient experienced pain in the lower back. The patient underwent a revision procedure. Additional information was received that the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.